Manufacturer narrative:
Submit date: 9/18/2018. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the unit is overheating.